Event description:
The information initially provided by the local distributor indicates: - products code: 60001856. - batch numbers: (B)(6) (MFR report 9680825-2024-00022 and 9680825-2024-00023 respectively). - hospital name: (B)(6) hospital. - surgeon's name: mr (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: tibia. - surgery description: lengthening. - patient information: 17 years, male. - patient previous health condition: meningococcal sepsis as a child resulting in stunted growth and amputation toes/fingers. - problem observed during: hospital pre-use inspection and clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: "textbook tibial insertion procedure with no issues with procedure until opening the nail for insertion. Both nails failed back table test immediately after opening. Both nails tried with both receivers. Both receivers showing as connected to the control set due to the control set flashing and counting up the number of pulses when placed onto the receiver. No motor heard or felt in either nail, tried with both patient/pulse function as well as doctor/ continuous function. Both receivers that were connected to each nail were fully inserted and tightened together using torque wrench. Both nails tested by 3 different surgeons before conceding that they were not working". The complaint report form also indicated: - the device failure had adverse effects on patient (loss of achieved correction) - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required (potential revision surgery booked for (B)(6)2024) - a medical intervention (outpatient clinic) was required (booked for (B)(6) 2024) - copy of operative reports and copy of x-ray images are not available - product is available for return - patient current health condition: patient taken to recovery with "dud" nail in situ to maintain bone integrity following reaming. Will need revision surgery with a working nail to complete lengthening treatment. On (B)(6) 2024, orthofix srl received the following additional information: "after attending the clinic yesterday, we found that using the new control set seemed to have worked. I could hear what sounded like the nail functioning through the stethoscope, however there was not any counting on the control set display. The consultant has agreed to let the patient start the lengthening process for a week and bring him back to clinic on tuesday (B)(6) to xray and see if the nail is in fact lengthening". On may 3, 2024, orthofix srl received the following additional information: "yesterday we performed the revision surgery relating to this complaint and found that the receiver module of the construct was identified to be the issue. Only the receiver was replaced". On may 24, 2024, orthofix srl received the following additional information about patient current health condition: "I have not spoken to the consultant this week but when I discussed it with him last there were no issues highlighted". Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation in relation to this event, it was returned the following devices: - one fitbone nail code 60001856 batch (B)(6), device received on (B)(6) 2024 (MFR report 9680825-2024-00023) with the related receiver code 60001780 batch (B)(6) and control set code 60001989 batch (B)(6). - one fitbone receiver code 60001780 batch (B)(6), device received on (B)(6) 2024 and used with nail referred to MFR report 9680825-2024-00022. The second nail involved in this event, code 60001856 s/n (B)(6), was not returned as it is still in use by patient (MFR report 9680825-2024-00022). The returned devices were examined by orthofix quality operations department. The devices were subjected to visual, dimensional, and functional check as per orthofix specifications. 1) nail code 60001856, s/n (B)(6) with receiver code 60001780 s/n (B)(6) and control set code 60001989 s/n (B)(6) (MFR report 9680825-2024-00023). The nail and the receiver were returned not coupled together. The bipolar connector (cable) of the nail is in good conditions. No signs of drilling in correspondence to proximal/distal holes and no abnormal scratches on the external surface were detected. No visual defects were detected on the receiver. No visual defects were detected on the control set. In the dimensional check of the nail, the length detected suggests that at least 2mm of lengthening occurred after the release of the nail on the market. No anomalies were detected. In the functional check the following parameters were measured with no anomalies detected: - check with the returned control set: the nail coupled with the returned receiver can lengthen. - absorbed current measurement with no load: conforming to acceptance criteria. - resistance measurement: conforming to acceptance criteria. - load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. 2) receiver code 60001780 s/n (B)(6) (connected with the nail of MFR report 9680825-2024-00022) slight signs of damaging were detected on the cable of the second receiver. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Conclusions from the evidence collected, all the devices returned perform properly according to expected specifications. It was not possible to replicate the failure occurred. Unfortunately, the root cause of the complete event notified could not be identified. All tests performed, which are also executed during manufacturing process before the release of the products to the market, passed without any anomalies detected. The technical investigation of the second nail involved in this event, code 60001856 s/n (B)(6), was not performed as this device is still in use by patient. The investigation will be re-opened as soon as the device becomes available. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: - products code: 60001856. - batch numbers: b3253927 and b3253928 (MFR report 9680825-2024-00022 respectively) - hospital name: (B)(6) hospital. - body part to which device was applied: tibia - surgery description: lengthening - patient information: 17 years, male - patient previous health condition: meningococcal sepsis as a child resulting in stunted growth and amputation toes/fingers - problem observed during: hospital pre-use inspection and clinical use on patient/intraoperative - type of problem: device functional problem - event description: "textbook tibial insertion procedure with no issues with procedure until opening the nail for insertion. Both nails failed back table test immediately after opening. Both nails tried with both receivers. Both receivers showing as connected to the control set due to the control set flashing and counting up the number of pulses when placed onto the receiver. No motor heard or felt in either nail, tried with both patient/pulse function as well as doctor/ continuous function. Both receivers that were connected to each nail were fully inserted and tightened together using torque wrench. Both nails tested by 3 different surgeons before conceding that they were not working". The complaint report form also indicated: - the device failure had adverse effects on patient (loss of achieved correction) - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required (potential revision surgery booked for (B)(6) 2024) - a medical intervention (outpatient clinic) was required (booked for 16th april 2024) - copy of operative reports and copy of x-ray images are not available - product is available for return - patient current health condition: patient taken to recovery with "dud" nail in situ to maintain bone integrity following reaming. Will need revision surgery with a working nail to complete lengthening treatment. On april 17, 2024, orthofix srl received the following additional information: "after attending the clinic yesterday, we found that using the new control set seemed to have worked. I could hear what sounded like the nail functioning through the stethoscope, however there was not any counting on the control set display. The consultant has agreed to let the patient start the lengthening process for a week and bring him back to clinic on tuesday 23/4 to xray and see if the nail is in fact lengthening". Manufacturer ref: 2024079 distributor ref: 816793.

Manufacturer narrative:
Technical evaluation the devices involved in this event have not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the devices concerned. The technical evaluation will be performed as soon as the devices become available. As soon as the results of the investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.